Event description:
During (B)(6) open rotator cuff procedure, he was closing the rotator cuff and the tip of the needle broke off into the pt. There was no pt harm. From the looks of the needle it was severely bent and probably became weak when suturing. (B)(6) did not want x-ray for the pt.